Event description:
A monopolar electro-surgical cable and hook electrode were in use during a laparoscopic cholecystectomy case. When the power was applied, the cable began to spark. No injuries were reported, but a spark from the cable struck the surgeon's gown, burning a small hole in it.